Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -10.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. In a subsequent surgery later that day, the lens was exchanged for a smaller length lens due to excessive vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).